Manufacturer narrative:
Evaluation summary: the device has not been returned for analysis; it remains implanted. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The condition of the product could not be verified. The root cause cannot be determined. Additional information was requested. (B)(4).

Event description:
A doctor reported that following a glaucoma filtration device implant procedure, there was suspicion of a clogged device. Additional information was provided that filtration of the device was slight, but was not enough. Intraocular pressure rise was observed and a trabeculectomy was performed. The symptoms have resolved.